Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. For clarification, the instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley and distal clevis is likely thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. Fa also reported that one side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. The sleeve was still intact at the hook assembly. A review of the instrument log for the permanent cautery hook instrument (470183-14/n10190430 0083) associated with this event has been performed. Per the logs, it was confirmed that the instrument was last used on (B)(6) 2020. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported based on the following conclusion: the permanent cautery hook instrument was reported to have arced. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the permanent cautery hook instrument arced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue took place while the surgeon was coagulating prostate tissue. The da vinci coordinator stated that they were coagulating to stop bleeding. With regards to the bleeding, the da vinci coordinator stated that it was part of the procedure and that it was nothing out of the ordinary. No medical intervention was required to fix the issue. At the time of the arcing event the surgeon had a permanent cautery hook, fenestrated bipolar forceps, and a prograsp instrument installed on the arms. A suction irrigator was also installed through the assist port. The surgeon noticed that the permanent cautery hook instrument arced, but could not tell if it arced with another instrument. The da vinci coordinator stated that the surgeon inspected the patient tissue and that there was no injury and the patient's tissue was fine. Prior to the issue, all instruments were inspected before use and were working fine. The permanent cautery hook instrument was removed and a spare instrument was installed to continue the case. They also lowered the energy settings on the erbe down to a six. The da vinci coordinator stated that they had the erbe energy settings very high when the arcing occurred. The procedure was completed with no patient injury.